Event description:
It was reported that the patient is being revised today for chronic infection, all components were removed and a prostalac spacer was placed. Doi: (B)(6) 2021 - dor: (B)(6) 2021 (right hip).

Manufacturer narrative:
Product complaint #: (B)(4).